Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, and a damaged ac connector. A few 'air in line' alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the ehl. It was determined that the damaged air detector was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device keeps exhibiting an air-in line alarm. The event occurred during testing, there was no patient involvement.